Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device plunger was not in place. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6) one device was received. Per visual inspection, cracked on top case and right plunger case. Per error/history log review, syringe plunger not in place. Per functional testing, syringe plunger not in place was found intermittently during syringe test. The complaint was confirmed. The root cause was the plunger cable did not operate as intended. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case and both plunger cases due to physical damage. Replaced plunger cable. Performed preventative maintenance (pm). The device passed all functional and delivery testing.